Event description:
It was originally reported on (B)(4)-2013 that the patient had a ¿little problem today and was kind of upset.¿ the patient had surgery on the day of the report for battery replacement and to ¿relocate the lead.¿ the patient reported that the manufacturer representative told her that the reason her device stopped working was that it ¿became embedded¿ and it ¿quit working about six months ago.¿ the patient stated that she was awake the whole time during her surgery and could feel everything. The patient stated that her healthcare provider (hcp) told her he would put her to sleep, but did not. The patient could hear everything going on during the surgery and by the time she was in recovery she was wide awake. The patient stated that the device was on the left side and did not know they would go to the right side. The patient was told that they would only go to the right if they had to ¿change the whole thing out.¿ the patient stated that once she was in recovery she ¿literally jumped off the stretcher and left.¿ the patient had issues with surgery center when she left in this manner. The patient was so ¿upset¿ after the surgery that she was thinking ¿about cutting the device out herself.¿ the patient was at home at the time of the report and was not going to cut the device out, although she was still upset. The patient cancelled her follow up appointment and was so angry she was not going back. Five days later it was reported that on (B)(6)-2013 that patient came in to the clinic to have battery life determined and diagnostics performed. The battery life remaining was four to seven months and no impedances were greater than 4,000. The patient had increased the amplitude on her remote to 8.5 and had not felt any stimulation from her device in months. All nine of the recommended programs were tried and the patient still did not feel any stimulation. No malfunctions were seen and the cause of the issue was not determined. The patient had no reported falls before she noticed that her device was no longer giving stimulation. The patient was thus scheduled to see her hcp on (B)(6)-2013. The patient was then scheduled for a battery replacement and possible lead revision on (B)(6)-2013. On (B)(6)-2013, fluoroscopy confirmed that the lead migrated and the second and third electrodes were no longer straddling the anterior portion of the sacrum. A lead revision and battery replacement were performed. The patient left the surgery center on program 4 at 3.9 amps and she stated that she was feeling stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# v675654, implanted: 2011-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).